Event description:
It was reported that at the close of an implant case, the stat screen suddenly appeared on the programmer display and a stat shock was about to be delivered. The "abort" button was pressed. The doctor was notified that a stat shock might be delivered and stopped closing. No therapy was delivered. The device had to be reprogrammed with detections off. The programmer was returned to the initial interrogation parameters and the case was successfully completed. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.